Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a procedure on (B)(6) 2013, the head snapped off of a titanium matrix neuro self drilling screw, 5mm. Reportedly the surgery was extended an additional fifteen to thirty minutes with a successful outcome. This is 1 of 1 report for complaint #(B)(4).